Manufacturer narrative:
Other, other text: additional information d4 catalog number, d5, g5 and h6 d4 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4). As a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover, wear and tear damaged enclosure, front cover, and line cord. Outdated printed circuit board (pcb) and power switch. The technician removed the front cover and pcb to investigate where the power switch was soldered to the pcb. The reported issue was confirmed. The root cause of the reported issue was found to be wear and tear from turning the switch on and off by the customer. This was due to the design. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A corrective and preventative action has been opened to address the reported issue., corrected data: d1 d2.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined; the solder joint between the power switch and the printed circuit board was visibly damaged. The potential for the reported issue could be confirmed.

Event description:
Smiths medical received information that a hotline fluid warmer had solders break free which started arcing.